Event description:
Photodynamic therapy is a two-step process involving both injection of a photosensitizer and illumination with appropriate light delviery devices. Qlt phototherapeutics inc. Is the application holder for the nda of the drug photofrin, and of the PMA for the device, optiguide fiber optic diffuser. Thus, the co hereby submits a joint suspect adverse event report for both of these products. This event will also be reported by the MFR of the laser, coherent medical. The pt was a 40-yr-old female treated for extensive t1 esophageal adenocarcinoma in a barrett's esophagus by a physician (injection 9/22. Light administrations 9/24 and 25,1997). The pt died in hosp on 9/27 and preliminary autopsy results revealed dramatic transmural ischemic necrosis of the entire length of the treated esophagus (14 cm), severe enough to result in perforation in places.